Event description:
I had the inspire implant device surgically inserted (B)(6) 2024. I was driving to work yesterday and had a sudden sensation of severe pressure in my throat behind my adams apple. The pressure became so severe I felt as though I was being choked or my throat was closing. The sensation began to gag me causing uncontrollable vomiting. Right after I stopped vomiting the sensation of my throat closing began to ease up and then my tongue became paralyzed and contracted hard as a rock and no matter how hard I tried I couldn't move my tongue or talk. I thought I was having a stroke and dying. I called my husband hysterical and he could hardly understand me. I calmed down and tried to gathermy wits because I had pulled off the interstate into a very unsafe area as I was vomiting so I knew I had to get out of there. I drove back home to my hospital and as I was finishing my conversation with the triage nurse my speech became normal and all the pressure in my throat was gone. That occurred about 9:40am and today they confirmed when they interrogated my device that at 9:40 the device turned itself off. Now they don't know what to do and I am terrified. None of this was disclosed as a possibility. The inspire rep also lied to me saying none of the 2024 recalls were in the us, this is absolutely not true. 21 us devices were recalled and. 3 in germany were recalled. She specifically told me all the devices were recalled were in europe. I need assistance and now I don't trust the rep or the device.